Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter with no other devices. There was blood in the inflation lumen and balloon. Magnified inspection identified a pinhole and scratch in the balloon material 12.5mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material and ro markerband. Magnified inspection did not reveal any damage or irregularities in the proximal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous "vein side." The 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a non bsc device. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous "vein side". The 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a non bsc device. No patient complications were reported and patient's status was good.